Event description:
An infusion pump with user interface module alarms. Information was not provided regarding whether or not the device was in pt use when the event occured. No pt injury or medical intervention. The pump was returned for service. During service, depleted batteries were identified.